Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00125. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Medwatch report (B)(4) received and reported the following: it was reported that during a saline transurethral resection of the prostate, the tip of the subject device broke and fell off and dropped into the patient. The entire piece was retrieved and small fragments were irrigated out of the patient's bladder. The surgeon reinserted the scope at the end of the procedure to make sure everything was out of the patient. The entire tip was matched up with the scope that broke off and the entire instrument was present. There was no harm to the patient reported. It was additionally reported that the event occurred at the withdrawal/closure of the procedure, in the middle of the doctor resecting the loop, there was bleeding that needed to be controlled. Additional information requested but not yet available at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally reported that once bleeding was controlled the surgeon attempted to use alligator grasper to pull out the device but was unable to get it out. Then the surgeon tried a zero tip basket but was unable to get it out. Finally he tried again with the grasper and was able to get it out. The entire piece was retrieved and small fragments were irrigated out of patients bladder. The surgeon re-scoped at end of the procedure to make sure all of it was out of patient. The entire tip matched up with device that broke off so the entire instrument was present. There was a total of 50ml of blood loss and that was normal for the procedure. The bleeding was controlled by the surgeon dilating the patient's urethral meatus sequentially to 28 french using van buren sounds. He then used the resectoscope to circumferentially resect the patient's prostate. He then achieved hemostasis (this is by cautery and scraping during procedure).